Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket erosion and presented for procedure. The bottom left corner of the implantable cardioverter-defibrillator eroded through the skin. The device was removed on (B)(6) 2020. The patient was recovering.